Event description:
It was reported to philips that the device's fails the self check. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem was verified and/or duplicated during lab tests. It was found on transformer t2 that pin 10 was not making contact with the pad.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's fails the self check. There was no patient involvement.